Event description:
Caller reports that there are missing segments on the display. Caller states that until he discovered this issue, customer was not aware that there were missing segments. No adverse event reported. Requested return of suspect device and replacement was sent.